Event description:
It was reported the procedure was to treat a heavily calcified and mildly tortuous lesion in the left anterior descending artery. The lesion was pre-dilated with a 3.0mm balloon, followed by ivus to confirm calcification. After atherectomy was performed, the 4.0x8mm nc trek neo balloon dilatation catheter (bdc) was advanced to the target lesion however the balloon ruptured at 11 atmospheres (atm). A 4.0x15mm xience skypoint stent was deployed; however, the stent was not well apposed to the vessel wall due to the calcification. An additional 4.0x15mm xience stent was inflated to 15 atm without issues, completing the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined; however, the reported treatment appears to be related to operational context of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported the procedure was to treat a heavily calcified and mildly tortuous lesion in the left anterior descending artery. The lesion was pre-dilated with a 3.0mm balloon, followed by ivus to confirm calcification. After atherectomy was performed, the 4.0x8mm nc trek neo balloon dilatation catheter (bdc) was advanced to the target lesion however the balloon ruptured at 11 atmospheres (atm). A 4.0x15mm xience skypoint stent was deployed; however, the stent was not well apposed to the vessel wall due to the calcification. An additional 4.0x15mm xience stent was inflated to 15 atm without issues, completing the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.